Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue at this time. All available information was investigated, and the reported incomplete coaptation (single leaflet device attachment/slda) could not be determined. Tricuspid valve insufficiency/ regurgitation appears to be related to the slda. A cause for the patient effects of the reported perforation could not be determined. Tricuspid regurgitation is listed in the instructions for use (IFU) as a known possible complication associated with triclip procedures. The reported hospitalization and unexpected medical intervention were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling. The mitraclip steerable guide catheter and triclip referred to in b5 is filed under a separate medwatch report listed in h10.

Event description:
It was reported that on (B)(6) 2022, a patient presented with grade 4 tricuspid regurgitation (tr) for a triclip procedure. Two triclips were implanted and the tr was reduced to grade 1. A satisfactory result was achieved. On (B)(6) 2022, during the control echocardiogram, a single leaflet device attachment (slda) was observed on both clips. One was detached from the septal leaflet and the other from the anterior leaflet. The tr was recurrent at grade 4. In 2024, a transcatheter bicaval valve was placed. The tr was grade 4. On (B)(6) 2024, a left-to-right/ right-left shunt was observed at the puncture site of the atrial septum. This was treated with a septal occluder. The atrial septal defect (asd) was caused by a combination of the mitraclip steerable guide catheter and recurrent tr.

Event description:
Subsequent to the final report, the patient expired 2 weeks post-procedure [approximate date: (B)(6) 2024]. The documented cause of death is unknown. Per the physician, the probable cause of death was multimorbidity and the unsuccessful procedures.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue at this time. All available information was investigated, and the reported incomplete coaptation (single leaflet device attachment/slda) could not be determined. Tricuspid valve insufficiency/ regurgitation appears to be related to the slda. The patient effects of the reported perforation appears to be related to procedural conditions. The probable causes of unrelated death were multimorbidity and the unsuccessful procedure. Tricuspid regurgitation and death are listed in the instructions for use (IFU) as a known possible complication associated with triclip procedures. The reported hospitalization and unexpected medical intervention were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling. Codes removed: health effect- impact code: 1802 death / expired.

Event description:
Subsequent to the final report, the patient expired on (B)(6) 2024. The documented cause of death is unknown. Per the physician, the probable causes of death were multimorbidity and the unsuccessful procedure.